Manufacturer narrative:
The event history log (ehl) review was performed. At timestamp 14:32 on the date of the event, the flow rate was updated to 6.7 ml/hr from 6.4 ml/hr. Two bolus doses were programmed and completed at 14:36 and 14:42. The pump was powered off at 14:43 with a remaining volume to be infused of 24 ml. There were no abnormalities observed through the event history log. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced under sedation when a spectrum iq pump did not deliver medication to the patient during the infusion of propofol 1000mg/100ml programmed at 21 mcg/kg/min= 6.7 ml/hr. The pump stated that 24 ml was delivered, however, the propofol bottle was observed to still be full. Titrations of propofol did not achieve adequate sedation, therefore, the tubing and pump were changed and adequate sedation was achieved. No additional information is available.